Event description:
Customer discovered that, while performing pre-use checks, the ventilator was overpressuring and activating the upper pressure limit alarm. The biomed could not calibrate the inspiratory pressure transducer.